Event description:
The customer reported that the audio alarms of their acuity central station system were very quiet and difficult to hear. No pt harm or adverse events were reported. Note 1: the reporter declined to provide any patient specific information regarding the two patients that were being centrally monitored by the device, at the time, the problem was noted, citing hippa regulations.

Manufacturer narrative:
The device (central processing unit for acuity system) was not returned to welch allyn for evaluation. The cpu is a commercial off-the-shelf item. The cpu is more than 10 years old and is beyond its stated end of life. Welch allyn responded to the customer's report by suggesting that they replace their obsolete equipment because it can no longer be repaired. Follow-up with the customer in 2008 found that the device had been retired from clinical service and replaced with a new product.